Manufacturer narrative:
A specific root cause could not be determined. The sample was further investigated and no interference was identified. The difference in the roche results compared to the diasorin results could be explained by the variability of pth methods. Further clarification of the observed discrepancies is not possible.

Manufacturer narrative:
A 3rd sample was obtained approximately 2 weeks after the sample from (B)(6) 2017 for further testing. The customer provided the results from the 3rd sample: the pth result from a serum sample on the e602 module was 121 pg/ml and the result from an edta-plasma sample on the e602 module was 129 pg/ml. Aliquots of the 3rd sample were submitted for investigation (1 plasma and 1 serum) and tested on an e602 module at the investigation site. The customer's pth results were reproduced at the investigation site (144.1 pg/ml with plasma sample and 130.7 pg/ml with serum sample). Investigations are ongoing.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 1 patient tested for elecsys pth immunoassay (pth) on a cobas 8000 e 602 module. The patient was being tested for pth because their calcium result was at the low end of the reference range. The patient was initially tested on the e602 module and the result was high. The actual result was not provided and the date of this test was not provided. The high result was reported outside of the laboratory to the doctor who requested a 2nd analysis. A new sample was obtained from the patient on (B)(6) 2017 and run on the e602 module on (B)(6) 2017 with a result of 935 pg/ml. The sample was repeated on (B)(6) 2017 by the diasorin method and the result was 5.3 pmol/l (49.82 pg/ml). The test was run on the diasorin method as the high pth result from the e602 module did not fit the clinical picture for this patient. A 3rd sample was obtained approximately 2 weeks after the sample from (B)(6) 2017 for further testing. The customer has not provided any results from this sample. The patient¿s calcium result has returned to the acceptable range. There was no allegation that an adverse event occurred. The patient is currently at home and well. The e602 module serial number was (B)(4).